Event description:
It was reported that a malfunction occurred on the pump with the malfunction code being resettable but recurring after an attempt to reset. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support assisted the customer with resetting the pump, and due to the ongoing issue, decided to replace it. There was no backup insulin delivery method available, so the customer planned to reach out to their healthcare provider. The pump was still under warranty, and the customer was informed about receiving a replacement pump with updated software, along with instructions for returning the malfunctioning pump.